Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks post-implant, the right atrial (ra) lead and the ra his bundle lead exhibited gradually rising thresholds. Both leads were re-positioned and remain in use. No patient complications have been reported as a result of this event.